Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture, and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional called to report right side no complaint against the device. Device was explanted. Later, healthcare professional reported capsular contracture baker grade unknown.

Event description:
Healthcare professional called to report right side no complaint against the device. Device was explanted. Later, healthcare professional reported capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Photo analysis. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device.